Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 337 using true track and 269 using friend's true metrix. The customer is also concerned with result obtained of 372mg/dl. The customer's expected fasting blood glucose test result range is 140 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer called in and stated her true track meter is giving her high results. Customer compared her meter to the true metrix meter. Customer ran a back to back test and obtained 337mg/dl on her true track meter and 269mg/dl on a friend's true metrix meter.